Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Fse was dispatched and on (B)(6) 2016 corrected sample loader rack path. Corrected timing of x1 belt. Customer ran controls and verified results. The most probable cause of the reported event was faulty x1 belt timing.

Event description:
On (B)(6) 2016, the customer reported x-1 axis error with their hlc-723g8 analyzer. Customer reported that the rack jammed. Ts (technical support) had account remove all racks and reboot analyzer but the error persist. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.